Event description:
Pump declared alarm 20 while it was in the pumping phase, and there was no adverse impact to the customer's blood glucose level. Customer had not previously reported similar alarms and received assistance from technical support in loading a new cartridge using proper technique. Caller successfully loaded cartridge and resumed insulin therapy.